Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). This device battery longevity dropped from 3.5 years to 2 years in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd) and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). This device battery longevity dropped from 3.5 years to 2 years in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd) and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. The replacement procedure was successfully performed and a new device was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause linked to device but unable to trace more specifically" investigation conclusion code was selected based on analysis memory evidence indicating abnormal battery depletion characteristics. In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). This device battery longevity dropped from 3.5 years to 2 years in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd) and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. The replacement procedure was successfully performed and a new device was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.